Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy was hospitalized due to ¿fluid in [their] lungs¿ on multiple occasions (dates not provided). However, during follow-up the patient¿s pd registered nurse was unable to confirm that multiple hospitalizations occurred, as there were no records at the outpatient home clinic confirming the patient was hospitalized due to fluid overload. Based on the available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy was hospitalized due to ¿fluid in [their] lungs¿ on multiple occasions (dates not provided). However, during follow-up the patient¿s pd registered nurse was unable to confirm that multiple hospitalizations occurred, as there were no records at the outpatient home clinic confirming the patient was hospitalized due to fluid overload. Based on the available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation.